Event description:
The complainant is a pharmacist that is calling on the behalf of a pt who may have ingested a clinitest tablet. The pharmacist indicated that a customer was admitted to a hospital because pt injected some type of table that exploded as they swallowed it. The customer is a diabetic but it is unknown if they even had clinitest present in their home. No other information is available and the complaint is considered closed for purposes of MDR. If more informaiton becomes available a follow-up report will be provided.